Event description:
A user facility reported that the capsule tore after insertion of an intraocular lens (iol). More info is being sought.

Event description:
Additional info provided by the surgeon indicates the torn capsular bag was the result of the surgical procedure and was not related to the intraocular lens.